Manufacturer narrative:
Additional information has been captured in b5 and b1, h1 and h2 were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating that surgical replacement of device completed on 14aug. Surgical replacement was done due to the event reported for erratic communication/messaging of battery, erratic connectivity as well as replacement eos in the near future.

Event description:
It was reported that the wr9200 wireless recharger (activa rc) was experiencing issues during attempts to charge a deep brain stimulation implantable pulse generator (ipg). Specifically, the power button turned orange when charging the implant, and the wireless recharger would connect for a couple of seconds before disconnecting. The issue persisted and was not resolved through troubleshooting, which included resetting the wireless recharger on and off the docking station and attempting to charge the implant again. A request was made to replace the wireless recharger. No patient complications have been reported as a result of this event. Additional info received from patient that they are having the same issue with the replacement wr. Resetting the wr did not resolve the issue. Patient said the ins w/ the pp and it said therapy was on and the ins was at 50%. Patient said the ins has been at 50% for 2 weeks. Patient said they will contact the rep to set something up. Additional info received from rep that the patient contacted her about the issue described in this record. The caller plans to meet with the patient to further assess the issue. Tss reviewed information from the case record. Additional information was received from rep stating there was an over discharge and erratic communication before it. There is upcoming surgical replacement of the device. The information has been confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that the ins has not been returned as the customer currently is utilizing a warranty replacement and mitigation process where they keep all explanted products and complete a warranty review. Rep had requested the product once they were done if possible and account they disposed of the product.